Event description:
On 7/27/25, the patient reported an insulin occlusion and was instructed to resume insulin delivery to clear it. The patient chose to perform a supply change with agent's assistance. New supplies are now in use, and no abnormalities were found with the old ones. The patient¿s blood glucose was affected. Blood glucose (bg) reported was 240mg/dl and was out of range for 90+ minutes. Bg was corrected by clearing the insulin occlusion alert.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.